Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a patient (pt) called to report a diagnosis of conjunctivitis in the right eye (od) while wearing acuvue oasys for astigmatism brand contact lenses (cls). The pt reported wearing the cls for a week in (B)(6) 2018 and experienced symptoms of red eye, yellow-green discharge, and the pt ¿felt like sand was in her eye¿. The pt visited an eye care provider (ecp) and was diagnosed with conjunctivitis od. The pt was prescribed ofloxacin eye drops for od, 2 drops every 2-4 hours for about 4 days. The pt reported that the ecp instructed the pt to use the eye drops every 2 hours for the first 2 days because ¿it looked bad¿. The eye redness persisted past 4 days and the pt continued to use the eye drops, as instructed by the ecp. The pt reported using opti-free pure moist multi-purpose solution to disinfect cls at the time of the event and reported previously sleeping in cls on occasion. Multiple attempts have been made to obtain a medical release form from the pt to release medical information from the treating ecp but were unsuccessful. No further information has been received. The suspect cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00nfwb was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.